Event description:
It was reported that the patient has recently had two seizures in three weeks. The patient reported that she needs to find a neurologist to make some adjustments to the vns because the device was working well until the seizures. The patient indicated that the seizures could be stress related. The patient reported that she can feel the device working. The patient has recently moved to a new state and was given names of physicians to contact. It is unknown if the seizures are an increase above the patient's pre-vns baseline.